Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s pacemaker was found to be migrated to the surface of the skin, there was no evidence of pocket erosion. The patient presented in the electrophysiology (ep) lab and the device was relocated. The patient was in stable condition.